Event description:
The complaint is reported as: the spring wire kinked during use on a patient. No patient injury or consequence. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one cvc set containing a catheter, ars, catheter/needle assembly, dilator, and a spring wire guide (swg) within its advancer tubing for evaluation. Signs of use in the form of biological material were present on the swg body and advancer tubing. Visual inspection of the sample revealed a gradual bend throughout the swg body and a misshaped j-bend. Microscopic examination confirmed both welds were attached and fully formed. The overall length of the guide wire measured 603 mm which is within specifications of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.849 mm, which is within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The returned swg was able to be passed through an 18 ga lab inventory introducer needle and the returned catheter, ars, and dilator with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed on the reported lot, with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had a gradual bend throughout the body and a misshaped j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire kinked during use on a patient. No patient injury or consequence. The condition of the patient is reported as "fine".